Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-02-21 from the patient that their pump had been empty since mid-december. They also reported that they had met with implanting doctor to discuss removing pump or turning pump off. The issue has not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine via an implanted pump. When asked for the dose and concentration of the medication, the patient reported having ¿simple continuous morphine 10.493 mg and bupivacaine 7.869 mg.¿ the patient¿s medical history included back pain and pain in other places due to her fibromyalgia. The indication for pump use was other chronic intractable pain (trunk/limbs) and spinal pain. On (B)(6) 2019 the patient reported that her pump was alarming. On thursday ((B)(6) 2019), she first noticed the non-critical alarm. On sunday ((B)(6) 2019), she started hearing the critical alarm (european police siren sound). She was supposed to get her pump refilled on (B)(6) 2019 but her hcp (healthcare professional) had dismissed her so the scheduled refill was missed. She stated that he was accusing her of taking too much medication even though she passed a urine test every time. She was calling to request physician listings and she was wondering if she was ¿safe¿ if she couldn't find anyone to do the refill. She stated that at this point she was planning to have the pump taken out by her neurosurgeon since she couldn't find anyone willing to manage the pump. She stated she didn't know if she was being ¿black balled or what.¿ no patient symptoms were reported. No further complications have been reported as a result of this event.

Event description:
Additional information was received on (B)(6)from the patient who reported that the pump continued to sound every 10 minutes. The sounds were mostly like a siren but also at times had 5 sounds that were like a microwave. Per the patient, no one would take her on as a patient. She had gone to the ER (emergency room) to get relief from withdrawal on christmas morning and she was in the process of getting it removed. No further complications were reported/anticipated.

Manufacturer narrative:
H6 ¿ patient code c76143 is no longer applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.